Event description:
During use, inflated to 300mmhg, it suddenly bursted/ exploded.

Manufacturer narrative:
The sudden burst of the pressure infusion bag may delay treatment, but the clinician would be able to mitigate this by manually squeezing the fluid bag to ensure treatment is being administered. There was no report that a patient was impacted by the burst of the bag. The complaint confirmed the defect of adhesive failure. It was identified that the adhesive between the plastic sleeve and air bladder failed resulting in the separation observed by the customer. The most probable root cause is inadequate adhesion between the two components during the manufacturing process.

Manufacturer narrative:
The sudden burst of the pressure infusion bag may delay treatment, but the clinician would be able to mitigate this by manually squeezing the fluid bag to ensure treatment is being administered. There was no report that a patient was impacted by the burst of the bag.

Event description:
During use, inflated to 300mmhg, it suddenly bursted/ exploded.